Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During insertion physician found that there was incessant air in the sheath. It was tried to remove the catheter, aspirate the sheath, and re-insert the catheter. The air issue was persistent, and it was hypothesized that the sheath valve didn't have a proper seal. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.